Manufacturer narrative:
This initial report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. (B)(4). The device was not returned for evaluation. The serial number was provided for cap/diaphragms and at this time this is a known event and has been addressed with internal measures for the cap/diaphragm.

Event description:
The customer reports the hfov [high frequency oscillating ventilator] stopped working and infants were given ppv [positive pressure ventilation]. Red caps were found not to be working. Replaced then vent started working. Lot# of cap/diaphragm set on all events was 0000517066. Date of events were (B)(6) [2013] & (B)(6) [2013].